Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the surgeon couldn't pull the cutting trigger, so the surgeon couldn't cut the tissue. The reported condition was not confirmed. The jaws were not jammed shut. The knife extended and retracted normally when the trigger was activated. An additional failure was found during the investigation, the clear insulation was damaged. The additional findings did not contribute to the reported condition. The sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the surgeon could not pull the cutting trigger of the device so he couldn't cut tissue. Upon receipt for investigation the clear insulation damaged and the device failed hi-pot testing.